Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary procedure. As reported on pi (B)(6): "[surgeon] revised a left mako hip originally done on (B)(6) 2019 due to femoral fracture and stem subsidence. He replaced the stem, head and sleeve with a new accolade ii stem, head and sleeve and cables". Rep provided usage sheets for primary and revision surgeries and reported that no further information is available due to hospital policy.

Manufacturer narrative:
Reported event: an event regarding revision involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 118 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding revision. There were 9 other reported event for the listed catalog number (B)(4). Conclusion: product inspection could not be completed due to no further information is available due to hospital policy.

Event description:
This pi is for the robot used in the primary procedure. As reported on (B)(4): "[surgeon] revised a left mako hip originally done on (B)(6) 2019 due to femoral fracture and stem subsidence. He replaced the stem, head and sleeve with a new accolade ii stem, head and sleeve and cables". Rep provided usage sheets for primary and revision surgeries and reported that no further information is available due to hospital policy.